Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed grip cable at the distal clevis hub. The hub did not exhibit any wear. In addition, the grip cable was derailed at the distal idler pulley. The yaw motion was non-intuitive as a result. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, damage wires were identified on a mega suturecut needle driver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient. Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional clarification concerning the reported complaint; however, no additional information has been provided as of the date of this report.